Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1utyx, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated no actions had been taken yet to resolve the issue. The cause of the lead positioning being off target could not be determined. The information had been confirmed with the physician/account.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va1utyx, implanted: (B)(6) 2019, product type: lead. Product ID: 3387s-40, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor and dbs (deep brain stimulation) therapy indications. It was reported that the patient was exhibiting extreme paresthesia when stimulation was turned on. Upon inspection of the post-op MRI, it was determined the lead was approximately 2 mm posterior, 5 mm deep, and 2 mm medial. No environmental, external, or patient factors were reported to have led or contributed to the issue. The neurologist was going to attempt programming contacts 2 and 3 in bipolar mode. If the issue could not be resolved with programming, the surgeon would replace the lead. The issue was not resolved at the time of the report. No further complications were reported or anticipated with this event.